Event description:
Additional information received reported the coverings of the extension wires were denuded. There was a revision of the left motor cortex stimulator system on (B)(6) 2012 because the implantable neurostimulator (ins) "died." Impedances were measured between 9 and 1500 ohms in contacts 4 to 7. The patient's outcome was listed as "non-serious injury/illness."

Event description:
It was further reported that the patients device had high impedances. The patient was planning a surgical consult. Additional information was requested.

Event description:
Additional information received reported that the patient had a fractured lead. The patient's left side system was explanted and re placed. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect and acute pain. There was no stimulation. The patient noticed this on sunday when they went to recharge. The patient had no falls or trauma. The patient had increased their setting to 5.0v because the patient used it at 2.5v. The patient tried to increase past 5.0v, but was getting the screen with arrow and line across that indicated patient was at the highest setting. The patient asked for help to check device for medical therapy problem. The patient had informed their health care professional but was looking for someone closer to assist the patient. A CT scan was planned. The patient was scheduled to see a health care professional and the manufacturer's representative on (B)(6). Subsequent reporting on (B)(6) noted that the patient's leads had fractured and needed to be revised. The patient had met with the representative and they detected it was not working. It was noted the patient could have lifted something that could have caused this to occur. The patient was trying to locate a new physician who was closer because current doctor was 9 hours away. The patient was at home. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# v015071, serial#, implanted: 2010 (B)(6), explanted; product typ lead, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted; product typ recharger, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted; product typ programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product typ extension, product ID (B)(4), lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product typ extension. (B)(4).